Manufacturer narrative:
Concomitant medical products: (B)(6) lead, implanted: (B)(6) 2015; dtba1q1 crtd, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible high left ventricular (lv) lead thresholds. The lead remains in use. No patient complications have been reported as a result of this event.